Event description:
It was reported via edwards sales that an edwards bioprosthetic aortic valve was explanted due to aortic stenosis and regurgitation, after an implant duration of approximately 10 years. Operative indication state, "this is a (B)(6) male who was born with a congenital bicuspid aortic valve and aortic stenosis. He underwent an aortic valve repair operation using pericardial leaflet extensions as a (B)(6). He developed endocarditis and required an aortic valve replacement at the age of (B)(6). He did well for 10 years with his tissue prosthetic valve until this year when he developed symptoms of orthopnea and exertional intolerance. He was admitted to the hospital 2 days ago with chest pain which developed at rest and was found to have an acute anterior wall myocardial infarction. Echocardiography revealed a severely regurgitant and stenotic aortic prosthetic valve in the setting of an anterior wall myocardial infarction." Operative findings indicate, "the prosthetic tissue valve was severely sclerosed. There was a gelatinous, fibrinous debris on the non-coronary cusp. This debris was scraped off and sent to microbiology for culture. No purulence was identified, and the valve did not appear to be infected in appearance. The right and left coronary leaflets were more or less immobile and likely the cause of his stenosis. The non-coronary cusp was more or less destroyed and the cause of his regurgitation." The patient also underwent replacement of the ascending aorta due to an aneurysm. The edwards bioprosthesis was replaced with a mechanical valve, and the patient was transported to the cardiac surgery intensive care unit in stable condition and in a paced rhythm.

Manufacturer narrative:
Device evaluation summary: multiple tissue cut outs were received immersed in formalin. No stent or valve wireform was returned to edwards. Per edwards tissue engineering, the returned tissue may resemble patient's native tissue and/or porcine aortic tissue. However, a conclusive match cannot be determined. No component of the reportedly explanted pericardial aortic valve model 2800 were returned. Therefore, the reported calcification cannot be confirmed by evaluation. However, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record review was competed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
The explanted device was returned; however, evaluation has not yet been completed. Device evaluation results, as well as edwards manufacturing review and conclusions, will be reported once completed.